Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. The pump does not switch into prime mode by itself. All buttons are working.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient woke during the night and found the infusion device was in the prime mode. She is unsure how the infusion device was placed into stop and does not believe she could've done this while asleep. No physiological effects were reported. The infusion device was replaced and requested for evaluation.